Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure while using the velys satellite station device resection cuts were off by six mm as well and the anterior cuts were also off. The robot was not mounted on the bed. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: review of the log files for this event was unable to confirm the reported issue. The pointer tool was not utilized to measure the resected surfaces so we cannot confirm that the cuts were off by the reported amount. The investigation found that the most probable root cause of the reported issue is multiple cutting plans followed by user during surgery along with potential leg/robot movement. It was also determined that some cuts had sub-optimal placement of the leg relative to the device array. This may have made some of the cuts challenging for the robot to complete the cut resulting in power being cut to the saw handpiece. The assignable root cause was most likely due to user.